Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call of an off no power anomaly from the insulin pump. The mother stated that her daughter's pump would not turn back on after the battery cap replacement. The customer will be sent a replacement battery cap. The customer was advised to call back to troubleshoot.